Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. The injector and cartridge model and lot numbers were not specified by the facility.